Event description:
It was reported to philips there was an asystole issue with the leads post fco implementation. No reported harm. There was no report of any attempt at immediate clinical care or any need for immediate clinical care.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips there was an asystole issue with the leads post fco implementation. No patient harm was reported.